Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient seldom utilized their device as their pain was mostly controlled; when the patient did use the device, the stimulation caused lower extremity pain and an increase in pain. It was noted that the device was catching on the patient¿s ribs, possibly secondary to weight loss, and programming had not relieved the pain with stimulation. The patient also had pain at the generator site/neurostimulator pocket. The event was noted to have been related to the device or therapy, not related to the implant procedure, and due to programming; the final programming date and time for most recent interrogation prior to the event was (B)(6) 2018. The patient requested a system explant, and the entire system was explanted and not replaced on (B)(6) 2019. The outcome of the event was resolved without sequelae. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).